Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 172 mg/dl. The customer was advised to insert new aaa alkaline battery and he already did. The customer stated that display return. The customer was advised to perform self-test and test passed. The customer was advised to monitor pump and we will ship a replacement battery cap as a courtesy. The customer reported vial phone call that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 172 mg/dl. Customer stated the pump alarmed after the battery change. Customer was advised that is a normal behavior. Customer was advised to monitor pump and reset time and date. The customer was advised that his basal settings were ok.